Manufacturer narrative:
A review of the complaint history for sn 15883571 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of pyxis 1t8e failed drawer was confirmed during field service engineer (fse) testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that auxiliary 5.1 was not present. The pyxibus pcba was replaced, but the issue was not resolved. The retractor band was then replaced, which resolved the issue with auxiliary 5.1. Subsequently, auxiliary 5.2 did not register as closed. The open/close assembly was replaced, and the issue was resolved. During dchu visual inspection: p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 151630-01: was received with no signs of physical damage, fluid ingress, loose or missing components. P/n 353684-01: was received with no signs of physical damage, fluid ingress, loose or missing components. During dchu testing: p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 151630-01: passed the dmm and hta testing. P/n 353684-01: passed the dmm and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of pyxis 1t8e failed drawer was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to recover, which located on 1t8e. As per part investigation, it was determined that there was thermal damage observed due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.